Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2007. Later patient experienced pain, permanent injury and physical deformity.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.